Event description:
The rn was getting supplies to obtain blood cultures and a 12 ml cc syringe was needed. A single syringe was pulled to use. The package was completely sealed and a fly was present inside the package. Charge nurse along with house supervisor were notified to ask if all of this particular lot needed pulled. Supply chain analyst informed staff that pulling lot numbers for this particular product was not necessary. Isolated incident.